Event description:
Reference number: (B)(4).

Manufacturer narrative:
The customer reported that the hl20 twin pump displayed the error message: "safety-s" during patient treatment. A getinge service technician (fst) was sent for investigation and repair on 2021-03-22. According to service report it could be confirmed that the reported error message: "safety-s" occurred. The fst investigated the device and could confirm a defective safety system board. The defective safety system board was replaced and the device was put back in use according to factory's specifications. The reported error message: "safety-s" could be linked to the following root cause: - an error occurs when transmitting the signals via the control board to the safety system board. This causes that the safety system board to receive no or incorrect data and therefore triggers the error message: "safety-s". With reference to the hl20 risk assessment (risk ID: h1.1.1.2.7) this event can be contributed to: wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error). The review of the non-conformities during the period of 2015-05-26 to 2021-03-17 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The device was manufactured in 2015-05-26. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
It was reported that the hl20 twin pump module displayed the error message: "safety-s" and after that the pump stopped. The perfusionist tried to restart the pump and remove the tube inside the pump but without success. No consequence for the patient was reported. A getinge field service technician will be sent for investigation. As soon as new information becomes available, a follow up emdr will be submitted.

Event description:
It was reported that the hl20 twin pump module displayed the error message: "safety-s" and after that the pump stopped. The perfusionist tried to restart the pump and remove the tube inside the pump but without success. No consequence for the patient was reported. Reference number: (B)(4).